Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the harvester took his thumb off the actuator switch, the switch did not return to the off position. He had to manually return the switch to the off position. Also, the jaws on the hemopro 2 were bent and damaged. This occurred after they took the item off and put it in the tray, which was not long enough to hold the unit. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).